Manufacturer narrative:
Updated: due date updated. Section d3: manufacturing site and section g1: contact office entity updated.

Event description:
Philips received a complaint from the customer, that the v60 ventilator has a 110b error code (check vent: proximal pressure sensor auto zero failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) advised the customer to perform the following instructions per the service guide to verify pin alignment between solenoids and the da pcba; replace the proximal auto-zero solenoid (sol 3 and sol 4); replace the data acquisition (da) pcba. Per the good faith effort response, the customer reseated the data acquisition pcba to resolve the issue. It was reported that one pin was off target.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00081. All information from the original report(s) has been transferred to this report.